Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that there were scratches on the top cover and the pump door. There were no visual indication of particulates. Lifting up the cycler unit identified the sound of a loose component within the unit. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal visual inspection identified that the loose component heard during the external inspection was a loose pump assembly bolt. The rear right pump manifold bolt, where the pump assembly is fastened to the base plate, was missing. The left side sound reduction grommet was also loose. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of hospitalization and death, as the patient¿s last ccpd treatment occurred on approximately (B)(6) 2020. The pdrn and hpm reported/documented the patient was performing manual pd therapy since (B)(6) 2020 without issue, however there is no documentation verifying manual therapy was completed. Although there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused the patient¿s expiration. There is also insufficient evidence to conclude the root cause of the events. Therefore, given the absence of a discharge summary, esrd death notification, death certificate, autopsy report and no manufacturer evaluation of the suspect device. The liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s hospitalization and subsequent death.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was experiencing drain complications, and reported the patient performed stat drains and bypasses, for the last few days (dates not provided). The patient was known to regularly bypass the last fill against doctor's orders, which ultimately led to the several incomplete ccpd treatments. On (B)(6) 2020, treatment data revealed the patient only underwent 3 of 4 exchanges, and on (B)(6) 2020 the patient was transitioned to continuous ambulatory peritoneal dialysis (manual). On (B)(6) 2020, the patient reported experiencing drain complications involving the liberty select cycler. The pdrn instructed the patient to perform 4 manual exchanges per day and requested the patient¿s family assist in completing rrt (family agreed). However, there is no documentation if the exchanges were completed. On (B)(6) 2020, the home program manager (hpm) reported the patient attempted manual therapy and documented ¿it is fine.¿ the pdrn reported the patient was scheduled to have a ¿cardiac test¿ (specifics not provided) on (B)(6) 2020; however, it is unknown if the testing was completed. On (B)(6) 2020, the patient went to the emergency room (specifics not provided) and passed away later that morning (details not provided) while hospitalized.